Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, the right atrial lead exhibited noise and the lead was found to be fractured. The lead was capped and replaced during a routine device change out procedure. There were no complications involved in the procedure and the patient was in stable condition post procedure.